Manufacturer narrative:
Phone number removed from grid. Failing electronic submission.

Event description:
The customer reported that the device cannot boot up. There was no adverse patient impact reported.